Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead was an attempted implant due to high out-of-range pacing impedance measurements. A different lead was successfully implanted. There were no adverse patient effects reported. This lead has not been returned to boston scientific despite good faith efforts thus far. Should the lead be returned in the future, analysis will be performed and an updated report will be issued.

Event description:
It was reported that this lead was an attempted implant due to high out-of-range pacing impedance measurements. A different lead was successfully implanted. There were no adverse patient effects reported. Lead return is expected.